Event description:
Placed 4/96. Somehow discovered a problem with the port so they were in the process of removal. When they found that the catheter had fractured somewhere along the tubing. Both segments were retrieved without incident.